Manufacturer narrative:
An event of a device detaching from a delivery cable and deploying prematurely was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 40mm amplatzer multi-fenestrated septal cribriform occluder was selected for implant on (B)(6)2024 using a 10f amplatzer trevisio intravascular delivery system. The device was prepared per IFU, and the device was noted to be properly attached to the cable. During implant after performing a tug test, the device prematurely released from the delivery system without any further manipulation from the user. The device remained implanted. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.